Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedances on the right ventricular (rv) lead. The impedances were observed to increase to out of range values above 125 ohms. At this time, the products remain in service. The patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed to provide additional information. The high out of range shock impedances have continued, so a revision procedure was scheduled. The ICD and rv lead were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This supplemental report is being filed to provide additional information. The high out of range shock impedances have continued, so a revision procedure was scheduled. The ICD and rv lead were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report updated with an additional code based on information provided by the patient.

Event description:
This supplemental report is being filed to provide additional information. The patient reported that, prior to explant, their device was moving around in the pocket; she stated that is what damaged the lead. The system was explanted and replaced, as reported previously.